Event description:
It was reported that customer pump had broken screen, and later inspection showed that while pump powered on when plugged in, screen remained black. There was no reported impact to the customer¿s blood glucose level. Customer arranged to return pump to distributor for evaluation and received replacement pump, and no additional information was received regarding further outcome of event.